Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension exl with lm instrument. Siemens reviewed the data, which showed that the reagent blanks and current hcg performance was good. Siemens determined that an "abnormal assay" flag was triggered on serum indices (hemolyzed, icteric or lipemic) for this sample. A siemens customer service engineer (cse) was dispatched to the customer's site to investigate and troubleshoot the instrument's performance. The cse ran a system check for the sampler, trimmed all tubing, replaced the sample tip, sample and reagent 2 (r2) probes, sample cap, tubing, syringe, performed alignments, and primed the instrument. Then, the cse ran a system check and quality controls, which recovered acceptably. Following this maintenance, no further discordant results have been noted. The cause of the discordant result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2021-00020 was filed for a discordant result obtained on (B)(6) 2021.

Event description:
A discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the original instrument and resulted higher than the initial result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg patient result.

Manufacturer narrative:
Siemens filed the initial MDR on 01-feb-2021. Additional information (12-feb-2021): siemens further investigated this event and determined there were some issues with sampling when the sample was initially processed. The issues identified with the sampler were corrected during the service visit mentioned in the initial MDR. The issues with the sampler potentially contributed to the discordant result. The customer has monitored the assay performance following the service visit and has no further concerns. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2021-00020_s1 was filed for the same event.